Event description:
During evaluation of a returned sample visual inspection and functional testing found a leak at the welded area of the volume indicator port located inside the housing. No patient involved. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The exact occurrence date of this event is unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was returned. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.